Event description:
It was reported that during the set-up, the e360 ventilator had a sound of gas leakage in o2 inlet. When o2 gas supply was disconnected there was no leakage sound. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.